Event description:
A cardiac resynchronization therapy pacemaker (crt-p) was reported to the manufacturer by an unknown source. No additional information was provided. Further review of the manufacturer's database indicated the patient died approximately ten months post the device implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The product associated with this adverse outcome was returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. A cause of death will not be received.